Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and duplicated the reported issue. The battery pack was replaced and the contacts were cleaned. The system was tested and found to be working as intended and put back into service.